Event description:
It was reported via repair work order that the stair pro lost stability due to a missing caster wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.